Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump had pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) after exposure to a high magnetic environment. The customer's blood glucose value at the time of hospital admission was 420 mg/dl. The customer was treated for hyperglycemia with insulin injection administered by a nurse at urgent care, and was hospitalized for less than 24 hours. The event involved products mmt-1780kl, mmt-397a, and mmt-332a. Troubleshooting was performed, alarms and error messages were explained, the customer was advised to discontinue pump use, revert to a backup plan, and place the pump in storage mode; pump replacement was recommended. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1780kl was requested, and the customer's response was that the device will be returned. No product return is required for mmt-397a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.